Manufacturer narrative:
(B)(4). D10: unk tm stem cat#unk lot#unk. Unk glenosphere cat#unk lot#unk. Unk baseplate cat#unk lot#unk. Unk screw cat#unk lot#unk. Unk screw cat#unk lot#unk. G2: foreign - event occurred in italy. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Reference article: passaretti d, ascani c, ponzo a, marchioni b, de cupis m, scacchi m, pasqualetto m, ascani j, candela v, gumina s, lateralized versus medialized glenoid implants in reverse total shoulder arthroplasty for proximal humerus fractures. Comparison between trabecular metal and comprehensive zimmer biomet glenoid implants, journal of shoulder and elbow surgery (2025), doi: https://doi.org/10.1016/j.jse.2025.10.017.

Event description:
Within a journal article evaluating the impact of glenoid lateralization of rtsas involving patients with prior proximal humeral fractures: it was reported that 6 patients reported persistent pain and/or paresthesia in the operated limb. Due diligence is in progress for this complaint. No additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11 d4: attempts have been made to gather all product identification information and no further information has been provided. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided visual and dimensional evaluations could not be performed. Medical records were not provided. Unable to perform a compatibility check. The device history record was not reviewed because it cannot be performed without product identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.